Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, the +5.4 and +3.3 power supplies were shorted. The cause of the shorted power supplies is corrosion. The cause of the corrosion is contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the monitor would not power on.